Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer has been having problems with "motor error" alarm, and did not change set. Customer currently has the flu and is dehydrated. Troubleshooting was performed and pump appeared to be functioning properly.